Event description:
It was reported by service report that the bed exit alarm did not go off resulting in a patient exiting the bed and falling.

Manufacturer narrative:
Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report will be submitted.